Event description:
Reportedly, the subject pacemaker was implanted with the associated ventricular lead. During pocket suturing, a pause of 3400ms was observed. The pacemaker was interrogated after pocket closure and a ventricular burst episode with noise oversensing could be seen. Reportedly, no electrocautery was used and cardioversion was performed 2-3 times during the implantation. Preliminary analysis revealed that the ventricular burst episode is most probably related to the activation of the mv sensor, which could have triggered ventricular pacing inhibition.

Manufacturer narrative:
B5 corrected. Please refer to the attached analysis report.

Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the subject pacemaker was implanted with the associated ventricular lead. During pocket suturing, a pause of 3400 ms was observed. The pacemaker was interrogated after pocket closure and a ventricular burst episode with noise oversensing could be seen. Reportedly, no electrocautery was used and cardioversion was performed 2-3 times during the implantation. Preliminary analysis revealed that a possible hypotheses to explain the reported pause could be: external noise sensing during implantation procedure, improper lead connection or lead micro-displacement. None of them could be confirmed with certainty. Additionally, the ventricular burst episode is most probably related to the activation of the mv sensor.